Manufacturer narrative:
The reported events of low pacing impedance and noise were confirmed. A complete lead was returned in one piece. Visual examination found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the reported events was due to the exposure of the outer coil in the abrasion region consistent with friction to device can. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was found that the right ventricular (rv) lead was oversensing noise which led to pacing inhibition and had low impedance measurements. The rv lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.